Manufacturer narrative:
Not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an unknown procedure. During the procedure, the threads of driving cap broke inside the radiolucent insertion handle while hammering. Patient outcome and surgical delay are unknown. Concomitant device reported: radiolucent insertion handle frn (part # 03.033.001, lot # unknown, quantity 1). This is report 1 of 1 for (B)(4).